Manufacturer narrative:
The field service engineer (fse) found the wash station sipper was bent and replaced it. Precision results were within specification. Calibration was last performed on (B)(6) 2022 and was acceptable. Qc was acceptable. There was no indication of a reagent performance issue. The sample was spun for 3 minutes at 5132 rpm. This spin time may be too short and the spin speed may be faster than recommended. Abnormal sample aspiration and sample short errors were observed on the alarm trace data. These alarms are indicators of possible poor sample quality. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas 8000 e 602 module. The initial result was 29.71 ng/l with a data flag. This result was reported outside of the laboratory. The repeat result was 21.22 ng/l with a data flag. The e602 module serial number was (B)(4).